Event description:
It was reported that "the screw midshaft just sheared off while trying to screw into the acetabulum (about 2/3 up the way of the screw)".

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, additional information will be reported in a supplement.